Manufacturer narrative:
(B)(4). Concomitant products: part: 00620005220 name: shell porous with holes 52 mm o.d. Lot: unknown. Part: 00630505028 name: liner standard 28 mm i.d. For use with 50/52/54 mm o.d. Shells lot: unknown. The investigation is still in process. Once the investigation is complete a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see associated reports: 0001822565-2017-03913, 0002648920-2017-00384.

Event description:
It was reported that a patient underwent a revision procedure due to pain and loosening. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. There are no allegations of failure of the device and the initial report was submitted in error

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision due to pain and loosening. All components except the femoral stem were removed and replaced attempts have been made and no additional information is available.

Manufacturer narrative:
This follow up report is being submitted to report corrected information. Upon x-ray review it was noted that the femoral head component is eccentrically located within the superior acetabular cup, consistent with acetabular cup superior polyethylene liner wear. The femoral head component is also noted to be only partially covered by the acetabular cup, with the lateral aspect of the femoral head component appearing to contact the superior lateral acetabular roof.